Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during a bolus delivery. Customer changed the entire set out. Troubleshooting could not be performed as the event occurred in the past. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.